Event description:
The unit gives out a very strong charge when applying intensity. The voltage is very high at 0.1 ma. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn to the area beneath the electrode pads.